Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, it had a device is not communicating & station is offline. The customer reported that able to get medications from another station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was showing disconnected mode. A field service engineer inspected the cable from wall to the station and looked like there was no issues going on. Then moved the cable to a different porch to see if that was the issue. None of those ports were connecting. The engineer then proceeded to try a new cable plugged it into the station and then plugged it into the initial part when found it began to get a connection. So, the engineer started to install that cable onto the station and then let station boot up, going to the application and proceeded to wait for the server to begin transferring over messages between the station and the server to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.